Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced intermittent dexcom g7 sensor data with brief sensor issue messages on the ilet/dexcom app and received low readings for several hours, after which a fingerstick measured approximately 500 mg/dl while the cgm displayed 95 mg/dl; the user had treated earlier for perceived low glucose and subsequently replaced all diabetes supplies. Symptoms included dizziness, fatigue, and increased urination. Outcomes included transient hyperglycemia lasting several hours without medical intervention or hospitalization, followed by glucose trending down to 125 mg/dl. Investigation included device history review, user interview, and review of reported data. Investigation of this case revealed inconsistent cgm readings and a transient sensor communication or performance issue reported by the user. It was concluded that hyperglycemia occurred with contributing cgm inaccuracy or signal disruption, and the event resolved after user actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.